Manufacturer narrative:
Quality controls were within range and calibration data was acceptable. A general reagent issue could be ruled out as calibration and controls are acceptable. The engineer cleaned the vacuum trap and replaced a valve. The washing stations were cleaned and the lamp was replaced. The customer confirmed that the issue did not re-occur. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Quality control results were within range. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined there was an issue with the cuvette wash station and the engineer resolved the issue. The customer performed parallel testing with patient samples for the next 2 days and all results could be reproduced. H3 other text : na.

Event description:
The initial reporter stated they received questionable low results for 50 patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module (serial number unknown) starting on (B)(6) 2023. The questionable glucose results for two patient samples tested on 12-may-2023 were reported outside of the laboratory. An example was provided for one patient sample with discrepant glucose results on (B)(6) 2023. This sample initially resulted in a glucose value of 0.472 mmol/l and it repeated as 6.257 mmol/l.